Event description:
It was reported that the patient had driveline damage and a driveline infection.

Manufacturer narrative:
Date of event: event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient¿s driveline could not be confirmed as no images were provided for review and no product was returned for evaluation. Additionally, a specific cause for the patient¿s driveline infection could not be conclusively determined. The account reported that the patient had damage to the driveline as well as a driveline infection. Additional information regarding the reported events was requested; however, no further information was able to be provided by the account. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), until 03dec2022 when the patient ultimately underwent a hmii to hm3 pump exchange due to driveline damage. The device was not returned for evaluation (manufacturer reference number 2916596-2022-15676). The relevant sections of the device history records for vad-19700 and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU lists infection as a potential late postimplant complication. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.